Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that that due to a chip on distal end, water tightness is lost. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that due to a chip on distal end, water tightness is lost. There were no reports of patient involvement.